Event description:
It was reported that emergency medical services were call and the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 400 - 532 mg/dl; cause was unknown. Customer was treated with intravenous fluids of insulin to address the elevated bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.